Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the infusion set had detachment. Customer reported that location was close to site location. Customer reported there was not stress or pull on the tubing. Customer reported the insulin pump was not dropped with the set connected to their body. No harm requiring medical intervention was reported. The infusion set will not be returned for analysis.